Event description:
Device malfunction: migration of stent. Symptoms / ae: hypotension. Time of malfunction/symptoms: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after placement of the stent, the stent migrated. A second stent was placed proximally and slightly overlapping. Additionally, after post stent dilatation, the patient became hypotensive requiring levophed. Three days post procedure, the patient was weaned from the levophed and placed on oral midodrine and pseudophedrine. Additionally, the patient was anemic, cause unknown. Blood transfusion was given. Eight days post procedure, the patient was discharged to home with medications for continued treatment of hypotension. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The xact stent part#82095, lot# 31017-6g.